Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The most likely/suspected cause of the customer reported problem was an incorrect expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative preventatively replaced the downstream occlusion (dso) sensor and expulsor, and the pump passed all functional tests and performed as intended.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. E1 phone: (B)(6).

Event description:
It was reported that the pump is not infusing the correct amount. There was unknown patient involvement.